Event description:
It was reported that the servo duo guard bacteria filter was easily pulling out of the holder in the ventilator's patient circuit, and was unable to be used on patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our investigation into this matter is finalized. We received 63 unused filters, all of which were from same lot as the one that failed. The filter used at the time for the event was not returned. Fifteen of the returned filters were simulated-use tested in a reference ventilator. The performed pre-use checks tests passed without deviations, and no leakage was detected. Each tested filter was connected towards the ventilator inspiratory outlet connector and the expiratory inlet connector and, they fitted well and there were no indications that they would become easily loosened. No fault was reproduced during the investigation and there is no indication of a batch related failure. Our conclusion is that the returned filters are functioning according to specification.

Event description:
(B)(4).